Event description:
Customer reported discrepant accu tni (troponin I) test results were obtained for one pt sample when using the access 2 immunoassay system. The test results were above the normal reference range. The test results were generated as part of a correlation study. The testing was not ordered or used in pt diagnosis. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were lower than the initial results, and remained above the normal reference range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer for two different assays. One assay (this MDR) was used in correlation studies only. The other assay was reported out of the laboratory.

Manufacturer narrative:
Samples were collected in lithium heparin plasma tubes with a gel separator. Processing information was not provided. Quality control (qc) was within the customer's established ranges prior to and after the event. Specific qc data was not provided. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 2122870-2011-04037.